Manufacturer narrative:
The explanted ipg was not returned to bsn. It is indicated that the ipg will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an ipg explant procedure due to pocket pain. The physician assessed that there were no signs of infection or reaction to the device.